Event description:
The customer tested blood glucose aroung 7pm and received a result of 116mg/dl. The customer felt weak, shaky, and couldn't see straight. The customer went to the hospital where they received a result of 40+mg/dl. The customer was given glucose gel. It is unknown if controls were in use. A request was made for the return of the suspect device and replacement product was sent.